Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 90% stenosed, 9mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed a kink in the sheath assembly, the imaging window was twisted, and a broken drive shaft began 10cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. Based on the evidence, the as reported code of image lost is confirmed.